Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the inspection a fractured inner coil was found directly next to the is-1 connector pin, which can be considered to be the root cause of the clinical observation. Further investigations indicated that the fracture was caused by overrotation of the inner coil during the surgery while extending or retracting the fixation helix. Damages such as cuts into the insulation 15cm distal to the is-1 connector pin, most likely resulted from the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to dislodgement approx. 7 days after the implantation. During the explantation procedure, the fixation helix could not be properly retracted.